Event description:
It was reported that a device will alarm "air in line" when there is no air in the line. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received the device in question. The eval is not complete. When the eval is complete, a supplemental report will be submitted.